Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for the full 14-day prescribed wear period. The patient does not have sensitive skin, however they do have a known history of reaction to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting history cannot be ruled out as a contributory factor. The zio xt clinical reference manual ¿ ukca provides a warning that states, ¿prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form fda3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation to irhythm, which was allegedly caused by the zio xt device. The patient experienced dark redness and sores. According to the patient, their healthcare provider prescribed hydrocortisone cream. In addition, the patient uses anthisan antihistamine cream to treat the area when needed.